Event description:
It was reported that the pump touch screen was cracked, unreadable and unresponsive. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the pump touch screen was cracked, unreadable and unresponsive. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly, customer reverted to an alternate method of insulin therapy.